Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor chose procore 20g for biopsies of the pancreatic head. After the first attempt, the stylet didn't go in well, and the needle movement was stiff. So they used the new procore 20g on their second try. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.) Pancreas head. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Unknown 4. If not with the device in question, how was the procedure performed and/or finished? Acquire 22g was used. 5. Was the device used in a tortuous position? Yes 6. Are images of the device or procedure available? No 7. Was the device damaged in packaging before removal? No 8. Was the device damaged on removal from packaging? No 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Gf-uct260 (olympus) 11. Was the scope recently serviced / repaired? No 12. Was resistance felt while inserting the device through the scope? No 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Inserting the stylet into the needle sheath. 14. Was the syringe used during the procedure, after the stylet was removed? Yes 15. Was difficulty experienced while retracting the needle? After the first attempt 16. Was it possible to fully retract before removing the needle from the patient? Yes 17. Was gaining access to the target site difficult? A little 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No 19. Was puncture of the target site difficult? No 20. Was the stylet partially removed when advancing into the target site? No 21. How many samples were obtained with this needle? Nothing 22. Did any section of the device detach inside the patient? No 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use?no 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No 26. If the device is a procore, is the kink located distally at the notch / core trap?

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 05-jun-2025. Investigation - evaluation. Device evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2145330 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to difficult access to the target site and the device being used in tortuous position as indicated in the additional information and/or a biological matter contained inside the needle during the procedure causing a blockage resulting in the difficulty advancing and/or withdrawing the stylet from the device. Another possible root cause could be attributed to the device possibly being in an un-favourable position or at an angle when trying to advance, which could have resulted in advancement difficulties encountered. However, as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05 jun 2025.